Event description:
A trilogy o2 ventilator japan device was returned to the manufacturer for routine preventative maintenance. No harm or injury was reported, and the device was not in patient use at the time of the event. During evaluation at the manufacturer's service center, an err_obm_air_flow_sensor_failed ventilator service required error code was identified in the downloaded event log. The device's oxygen blender circuit board was replaced to address the issue. A periodic maintenance 1 procedure was also performed, and the trilogy o2 pm1 kit was replaced as required by the maintenance procedure to prevent potential failure. The technician completed repair test, alarm check, battery check, run-in testing, and cleaning. The device was confirmed to operate properly. The software version was verified as 14.2.05.

Manufacturer narrative:
The reported failure of the device's oxygen blender circuit board is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.